Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include chest pain and high stress levels. The patient was treated with fluids and insulin intravenously; patient also had a cardiac follow up and stated the results were negative. The pod was removed at the hospital and was discarded. Patient was released after spending 5.5 hours in the ER. Patient also reported a recent diagnosis of colitis and was unsure if this was related to ER visit. The patient's blood glucose and insulin history are/is as follows: time: bg(mg/dl): 300-500, 11:00am, (replaced with this pod); >400, 12:00pm, "high" (>500).